Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the during a right ventricular lead procedure, the physician elected to prophylactically remove the defibrillator. The device was explanted and replaced. No patient symptoms or additional information was reported.

Event description:
New information reported stated that the patient was in stable condition post surgery.

Manufacturer narrative:
Final analysis found normal device characteristics.